Event description:
It was reported to philips that the "cannot use" message was played as the result of the self test. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).